Event description:
Since our hospital began using the statlock foley 2-way catheter stabilization device, several of the nurses in our unit have encountered problems with the rotating securement aspect of this device turning in such a way as to crimp the catheter preventing urine from flowing out of the bladder. Naturally this results in an overdistension of the bladder from urine which cannot be eliminated and presents the problem of possible bladder rupture. In the ICU, we are monitoring urine output a little more closely than other areas within a hospital might and have, fortunately, been able to intervein before bladder rupture has occurred. A less closely monitored area of the hospital might not be so fortunate. I would greatly appreciate any assistance you could give to prevent the pain, discomfort or possible bladder rupture in the patient population subjected to the use of this device. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.